Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issues of flow rate slow/ occluded and catheter kink/ bent were not confirmed upon inspection of the sample. Analysis of the sample showed no damage or uneven surface on the catheter tubing. No other abnormalities were noted on the returned sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause of the defect could not be determined as the defect could not be replicated.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issues of flow rate slow/ occluded and catheter kink/ bent were not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 20gx1.25in straight bc catheter kink / bent. It was reported by customer that they started a piv 12/3 and had to remove due to flow issues, catheter kinked at hub upon removing. Verbatim: started a piv 12/3 and had to remove due to flow issues, catheter kinked at hub upon removing.